Event description:
Reportedly, the instrument jammed after the third clip was applied, which resulted in a small blood loss, which was treated by applying another clip. No reported injury or ill-effects to the pt. Procedure type:unk. Pt sex: unk.